Manufacturer narrative:
The customer reported that the needle had separated from the microtip. The company is still awaiting on the return of the device for evaluation. Once the device has been received and evaluated, a supplemental MDR will be filed with the results of the evaluation.

Event description:
Per the information provided, 2:00 cutting time, the needle broke. The physician was able to retrieve the needle by hand. There was no harm, injury or complication to the patient caused by the failure.